Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history. (B)(4).

Event description:
It was reported the patient experienced intermittent communication between the ipg and the patient programmer. A replacement programmer was unable to resolve the issue. As a result, the patient will undergo surgical intervention.